Event description:
It was reported that the customer received the no delivery alarm on the insulin pump. The customer stated that she did a complete set change the night prior, and everything worked fine. The customer, however, received the no delivery alarm the next morning when trying to deliver a bolus. The customer's blood glucose was 154 mg/dl. Troubleshooting was not fully completed because the customer did not have a plunger. The customer did not have another infusion set for testing either. Advised to return the infusion set and reservoir as well as change the entire infusion set system as soon as possible. Advised that a replacement infusion set and reservoir would be sent. Advised to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.